Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes on the bed are not holding. The bed was located at the account in the room 149. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the casters at the pt's head left and right were cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the casters at the pt's head left and right to resolve the issue. Based on this info, no further action is required.